Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. It is unknown how long the bi was incubated. It is unknown if the chemical indicator (ci) changed color correctly. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. (B)(4) are related complaints from the same facility. This is four of four 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00492, 2084725-2015-00493, 2084725-2015-00496 and 2084725-2015-00497.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending analysis by lot number, system risk analysis (sra), and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis by lot number was reviewed from 08/07/2015 to 09/08/2015 and revealed a trend which is being addressed through CAPA. ¿ the sra indicates the risk associated with a quality problem with no impact to safety is "low." A visual inspection was not performed as the bi was not available for return. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification and DHR review found no anomalies that would contribute to a positive bi result. There is insufficient information to determine an assignable cause. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.